Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of electrode detachment. Block h10: investigation results: the returned orise proknife was analyzed, a visual evaluation was performed and no damage was observed with the device handle or working length; no catheter kinks were identified. A functional evaluation noted that the thumb slider could easily be adjusted, but no electrode tip extended out. The ceramic tip was split open to expose the remainder of the electrode, which was "charred" and missing its circular tip. Based on all available information and the condition of the returned device, it is likely the tip experienced exposure to heat for a long period of time. Heat exposure can promote damage in materials such as metal. The investigation concluded the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021 during the procedure, the tip of the electrode was burnt black and the electrode part was not visible, it was difficult to confirm visually if the electrode was detached or was not able to be extended. However, based on the photos received, it was confirmed that the electrode was detached. The procedure was completed with another orise proknife device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021 during the procedure, the tip of the electrode was burnt black and the electrode part was not visible, it was difficult to confirm visually if the electrode was detached or was not able to be extended. However, based on the photos received, it was confirmed that the electrode was detached. The procedure was completed with another orise proknife device. There were no patient complications reported as a result of this event.